Manufacturer narrative:
Upon investigation of the device, it was determined that the positioner of the device most likely lost suction due to the foam padding adhesion. The main cause of the event would most likely be attributed to the adhesion of the padding. Although the investigation was inconclusive, the adhesive may have not been distributed evenly and may have created an unsealed area of the foam padding.

Event description:
During the procedure, the positioner of the xpose 3 system consistently released. As a result, the compressor had to be increased in order to maintain suction. It was reported the patient endured no complications or injury as a result of this event.